Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. Low ultrasound readings were found during the eval, and is a known contributor to this symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed the air in line message when no air was present. It was also reported that there was no pt involvement.